Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the patient received a second degree burn above where the pad had been placed. It could not be confirmed if the pad caused the burn or not. The patient was referred to and treated by the area burn team.